Event description:
It was reported that during a remote device data review, a code 1003 alert was seen, which was indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services was contacted and confirmed the device battery was prematurely depleting. Device replacement within 90 days was recommended. The device was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. The device was received for analysis and is currently pending the investigation conclusion. Once the analysis is complete, this record will be updated with results.

Manufacturer narrative:
The returned device was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that during a remote device data review, a code 1003 alert was seen, which was indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services was contacted and confirmed the device battery was prematurely depleting. Device replacement within 90 days was recommended. The device was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. The device was received for analysis.